Event description:
It was reported that the cypher stent came off the balloon catheter at the proximal rca. No additional information was provided.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.